Manufacturer narrative:
Customer reported unknown error message was confirmed during review of the archive and functional testing. Following service, including replacement of the processor board, the moto cover, and deburring of the clutch, the device was further tested and passed all testing criteria with no issues or faults observed. Visual inspection was performed and found damaged motor cover and sticky clutch plate, unrelated to the reported complaint. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has also exceeded its expected service life of 5 years. Functional testing could not be performed due to the system error displayed upon powering up the device. Review of archive data showed system error (latch error 136 - internal parameter corrupted), thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed unknown error message. No additional information was provided. No patient involvement.